Event description:
It was reported that when using the bd pyxis¿ medstation¿ es experienced repeated self-restarts; after reboot, the application did not launch automatically and prompted for a password. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device powered off intermittently on a daily basis. A field service engineer (fse) powered off the unit, replaced the power supply and barcode scanner, and verified successful operation in the hardware test application (hta). The pharmacy technician completed inventory verification in the tower. The system functioned as intended after the field service engineer repaired the device.